Manufacturer narrative:
Correction information: g6: follow up #1. H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: d4:unique identifier (UDI) . H4:device manufacture date. Evaluation summary: based on the content of investigated data, it was determined that the potential cause/root cause of failure was due to the occurrence of a partial disconnection of the signal cable, resulting in a disconnection condition and loss of image during certain bending operations. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical penang on 11-oct-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 13-oct-2021. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Scope image freezes, then image disappears-scope not connected message then appears on screen. This event occurred at the time of before use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.